Manufacturer narrative:
Sc-1110-02 sn (B)(4). Device evaluation indicated that the device passed all tests performed.

Event description:
A report was received that the patient was no longer getting pain relief from the scs. The patient underwent an explant procedure.

Manufacturer narrative:
Model number/catalog number: sc-2352-50, serial number: (B)(4), batch/lot number: 15879001/16012410, model/catalog description: linear 3-4 lead 50 cm. The explanted devices were not returned to bsn as they were disposed by the facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was no longer getting pain relief from the scs. The patient underwent an explant procedure.